Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failed. A field service engineer (fse) applied grease to the contacts of the micro switches and tighten up the electrical leads for all the harnesses in the tower, then tested through hardware test application (hta) and then released to the customer. The system functioned as intended after the field service engineer repaired the device.